Event description:
The user facility reported that the technologist in the procedure explained that the double balloon was fused to the rigid bar of the band, and when air was placed into the balloon; it did not hold the air. A second tr band was used, and hemostasis was achieved with no hematoma observed. The procedure was a percutaneous coronary intervention (pci) catheterization. No patient information was disclosed. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: rcis. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer was notified about this issue. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).